Manufacturer narrative:
Improper setup of supplies is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not properly set up the bags and lines. The reporter stated that the connection to the heater bag was loose. The alarm was resolved by cycling power to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.